Manufacturer narrative:
(B)(4) device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex/obtuse marginal bifurcated lesion. A 2.75x16mm promus premier stent delivery system (sds) was advanced through the guide catheter and into the left circumflex artery; however, the undeployed stent dislodged from the sds in the left main artery. A guide catheter and 4mm microsnare catheter were inserted and advanced to the ascending aorta, just above the takeoff of the left main artery. The microsnare catheter was advanced and looped around the undeployed stent using fluoroscopy. The microsnare catheter and undeployed stent were both pulled back into the guide catheter and everything was removed from the patient's body. No patient complications were reported.